Event description:
The initial reporter stated they received questionable results for an unspecified number of patient samples tested with ise indirect na for gen.2 on a cobas 6000 c501 module. The customer provided an example of one patient sample with discrepant na results. No questionable results were reported outside of the laboratory. The sample initially resulted in a na value of 170 mmol/l and it repeated as 137 mmol/l. The na electrode lot number and expiration date were requested, but not provided.

Manufacturer narrative:
The field service engineer determined that rinse station tubing was leaking and had crystals. The leaking tubing was dripping into cuvettes. The tubing was replaced and no further issues occurred. The investigation determined the service actions resolved the issue.